Event description:
The customer reported that, during reprocessing, it was discovered that the insertion tube of their evis exera iii bronchovideoscope device was exposed. Upon inspection and testing of the returned unit, it was discovered that there was peeling of the insertion tube which exceeded 4 millimeters. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that there was peeling of the insertion tube which exceeded 4 millimeters. The customer's originally reported issue was therefore confirmed. The following additional findings were also noted: leaking of the bending section cover adhesive, bending section adhesive partially missing, bending section failing the required continuity test, assorted scratches, exposure of inside metal of insertion tube, and low angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred by applying stress such as the following. ·physical stress such as rubbing or hitting insertion section ·chemical stress by conducting reprocessing not recommended in IFU (reprocessing manual) ·stress by inferior storage environment (in direct sunlight, at high temperature, in high humidity, exposed to x-rays and/or ultraviolet rays, etc.). The event can be detected/prevented by following the instructions for use which state: IFU (operation manual) warns about applying external stress to insertion section as follows: important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU (reprocessing manual) warns about reprocessing not recommended in reprocessing manual as follows: 1.4 precautions: if cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. IFU (reprocessing manual) warns about storage of endoscope in inferior environment as follows: ¿ store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage. ¿ to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. ¿ to prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. ¿ do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 12 cm. Such improper storage may damage the endoscope. Olympus will continue to monitor field performance for this device.